Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, the drawer 6 was failed to close and require maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed to close. A field service engineer found that the magnet was missing. The back of the drawer was opened, and the missing magnet was replaced. The drawer was then tested to ensure proper functionality. The customer verified that the drawer was operating correctly following the repair. The system functioned as intended after the field service engineer repaired the device.